Event description:
At time of injection, pt experienced pain and sudden blanching, followed by tenderness, pain, discoloration, and ulcerations inside nostril and mouth. Reporter is diagnosing necrosis injection site associated with collagen injection. Tetracycline has been prescribed to prevent infection. No other treatment planned.